Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a facial nerve decompression surgery, there was no response when using the stimulating bur guard. Hypomyotonia (muscular relaxation) was off and threshold was set at 20uv. Current value was increased to 3ma with no resolve. The physician indicated that since there was not complete paralysis, there should have been a response. There was no patient impact.

Manufacturer narrative:
The device was discarded by the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that the stim return value was approximately 20v, but would sometimes show as 0 (zero). The user continued to use the device with no stim return value. A replacement device was not used to complete the case. It was the initial use of the stimulating bur guard.